Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic for a follow-up. Upon interrogation, episodes of non-sustained rv oversensing due to post-sensed t-wave oversensing was observed. Programming changes were made, and patient will continue to be monitored.